Event description:
(B)(4). Initial info for this case was received from a physician on 24-oct-2007: this is the second case by the same reporter and concerns himself. The physician stated that he (the pt) received treatment with injectable poly-l-lactic acid (sculptra, lot number and expiration date not provided) and developed two small nodules under his eyelid. The outcome of the event was not provided. The reporter declined further info. Add'l info for poly-l-lactic acid from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marked in the USA. The review of the device history reports and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Add'l info received from the physician on 29-oct-2007: the physician received treatment with injectable poly-l-lactic acid (sculptra) periorbital as a cosmetic procedure. The injection was done at the periosteum. No further relevant info was provided. The physician reported he had seen 4 cases with nodule development including himself. This case is cross-referenced to (B)(4).